Event description:
It was reported that during a da vinci-assisted incisional hernia intraperitoneal onlay mesh (ipom) surgical procedure, the customer reported that when the surgeon tried to rotate the 30-degree endoscope from 30 up to 30 down and vice versa, a recoverable error occurred, and the endoscope would not flip up or down. However, the image flipped when the surgeon changed the horizon. Intuitive surgical, inc. (Isi) technical support engineer (tse) could not find any related error in the logs. The tse advised the customer to reseat the endoscope and sterile adapter (sa) on universal surgical manipulator (usm) 2 or to replace the endoscope. The customer used a backup endoscope to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: there were no patient injuries as result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The endoscope plus was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope was subjected to a friction test using a screening aid to manually rotate the camera instrument adapter. The adapter did not rotate properly, and binding noises were observed, confirming friction. Additional observations not reported by site: visual inspection revealed damage to the button pack assembly, including a hairline crack on the left/right side of the assembly. The endoscope was confirmed to have a defect in the camera instrument adapter. Further evaluation after removal from the housing identified an aea shaft bearing defect contributing to the friction. Cosmetic damage was observed. The cable-integrated connector housing showed discoloration, and further inspection revealed corrosion on the spring fingers. A diagnostic test, including a light leakage test (or equivalent), was performed to assess image quality. An artifact was detected in the right eye. Fa plus: the endoscope was disassembled, and the camera module was visually inspected and tested on an internal tester. The camera module failed the light leakage test. The complaint was confirmed by failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.